Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ calcification: observed outer the device. Additional observations: ¿ crease fold and wear abrasion observed on the device. ¿ observed an opening on anterior assessed as surgical damage. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side capsular contractures, baker grades iii and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional later reported "baker class IV contractures," "breasts falling off the implants" and "calcified pocket and capsule." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grades IV.

Event description:
Healthcare professional reported left side capsular contractures, baker grade IV. Device has been explanted and replaced.